Manufacturer narrative:
Additional information. The reported pump stoppage while supported by the power module was reported under medwatch MFR report # 2916596-2015-01918. Device evaluation: the device was returned assembled. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet elbow was returned. Examination of the inlet bearing cup and rotor bearing ball revealed a red, tissue-like deposition. The thrombus had a ring-like structure with laminated layering and areas that were denatured, indicating that it likely developed over an undetermined period of time while the pump was in operation. The deposition appeared to be in the early stages of development with minimal layering. However, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. Examination of the blades of the proximal rotor revealed a pink, soft deposition. The deposition's lack of laminated layering indicates that it did not develop at this location. The deposition appeared to have been ingested into the pump. The deposition had minimal flow area obstruction. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Examination of the outlet stator revealed a pink, soft deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that the deposition was present while the pump was operating. The deposition had minimal flow area obstruction. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Although a specific cause for the depositions and a time frame for which they were present in the pump could not be determined, they would have potentially contributed to the report of elevated lactate dehydrogenase. Additionally, the observed depositions would have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. No other depositions were identified. The driveline was returned severed approximately 1.5 inches from the pump housing with the rest of the driveline returned in two segments. Electrical continuity testing of the wires attached to the pump revealed a short in the red and orange wires. The other driveline sections were also tested, and all wires passed. Visual inspection identified a breach in the insulation of the orange and yellow wires at the pump housing. The damage appeared to be consistent with abrasion due to repetitive movement of the driveline at this location. As a result of the damage to the insulation, the underlying orange and yellow wire conductors were exposed. Red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module and a grounded patient cable. Red heart alarms could have also resulted from the exposed conductors of the two wires contacting each other or making simultaneous contact with the braided shield while utilizing an ungrounded patient cable or while on battery support. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The known issue with the driveline was reported under medwatch MFR report number 2916596-2015-01918. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 2 months. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. On (B)(6) 2017 the patient experienced shortness of breath and black, tar like urine that the lvad clinicians reported indicated hemolysis. The patient's lactate dehydrogenase (ldh) level was 4159 u/l. The patient's normal ldh level was 800-1000 u/l. Pump power and flow estimation readings were elevated. The patient was treated with a heparin drip, and on (B)(6) 2017 underwent a pump exchange due to suspected thrombosis. The patient was reportedly doing well post-exchange. No additional information was provided.